Manufacturer narrative:
(B)(4). Date sent to the FDA: 9/21/2020. Additional information: the device history records reviewed, and no issue found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint: (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: weight, bmi at the time of index procedure please confirm if the initial surgery was performed on (B)(6) 2020 at 14:30pm when the silk suture was used. On what tissue was the suture placed during the initial surgery? What was the tissue condition (normal or thin, calcified, fragile, diseased) at the time of index surgery? Were cultures performed for post-op exudate? Results? Was the surgical re-operation/re-suturing required for suture removal? What was the appearance of the suture during removal? Was any medical treatment required for symptoms? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient current status? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent a right elbow and forearm surgery on (B)(6) 2020 at 14:30 due to soft tissue injury of right wrist, elbow and forearm with subcutaneous effusion and the suture was used. The surgery was successfully completed at 16: 00 and the patient returned to the room. It was reported that normal treatment was given according to the doctor's advice. On (B)(6) 2020, the wound was examined and redness at the suture with exudate were observed. The wound did not heal completely. It was considering that the patient has a history of diabetes, which may cause wound nonunion, which may led to the occurrence of the event. The suture was immediately removed, and a complex of iodine was used to scrub, disinfect and cleaned wound on time. The symptoms were relieved on (B)(6) 2020 and improved on (B)(6) 2020. It was reported that the incident resulted in prolonged hospitalization. Additional information has been requested.